Manufacturer narrative:
Investigation: customer returned a photo of 1cc, 12.7mm, 29g syringes in sealed poly bags in a shelf carton for 1/2cc, 8mm, 30g syringes. No lot numbers were visible on the poly bags or shelf carton shown. Customer states that they returned a box of syringes + needles to inject insulin 0.5ml (ean: 3401078641695) containing the presentation for 1ml syringes. A review of the device history record was completed for batch # 8134985 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no lot numbers were shown on the packaging, hence it is difficult to determine if a mix between these products could have occurred during manufacturing.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm france vig experienced a mix of product types in a pack. A customer returned a box of syringes + needles to inject insuline 0.5ml (ean: 3401078641695) containing the presentation for 1ml syringes. The lot number is 8134985 with an expiry date of 05/2023.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm france vig experienced a mix of product types in a pack. The following information was provided by the initial reporter: a customer returned a box of syringes + needles to inject insulin 0.5ml (ean: 3401078641695) containing the presentation for 1ml syringes. The lot number is 8134985 with an expiry date of 05/2023.